Event description:
Patient having a two-vessel coronary artery bypass surgery. During the procedure, the arterial pump head #2 displayed "safety s" and shut down the machine. The perfusionist hand cranked the machine until a replacement part from another machine could be obtained. There was a previous failure with the same pump head where the pump head again shut off and would not go into bypass. There is no available patient information on that problem. The vendor provided education to the staff.